Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation; however, the supplier of the oxygenator (eurosets) determined that there was no fault of the oxygenator. The device was not returned for evaluation, so it was unable to be forwarded to the external manufacturer (eurosets) for evaluation and testing. Based on the information provided, eurosets determined the reported values are in line with the reference values, and there was no fault of the device. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The eurosets amg pmp infant oxygenator instructions for use (IFU), rev. 00, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the extracorporeal circulation has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Strictly monitor the device pressure gradient. Under the section titled, ¿priming and recirculation procedure¿, the IFU warns the pressure level inside the blood compartment must not exceed 750 mmhg. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that rising pressure was noted while the oxygenator was supporting the patient. The oxygenator was exchanged on (B)(6) 2023. Rising pressures were again noted along with decreasing flows. The oxygenator was exchanged on (B)(6) 2023. Rising pressures and decreasing flows were again noted, and the circuit was exchanged on (B)(6) 2023. Both times after blood flow was re-initiated, a shower of air was noted down the venous side. The oxygenators had been primed and de-aired in the usual fashion. The patient was alive. Second oxygenator MFR # 3003752502-2023-02400. Third oxygenator MFR # 3003306248-2023-07165.